Event description:
The affiliate stated the customer reported the lee valve leaked approximately 20 milliliters of fluid after the valve was replaced within one week involving the cytomics fc500 mpl flow cytometer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The customer indicated the facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the cracked lee valve due to unstable pressure issue. No further evidence of fluid leaks was observed after the valve replacement. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the cracked lee valve. A definitive cause of the cracked valve is unknown. (B)(4).